Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that after the red interlock was unlocked, even though the orange indicator was inside the green scale and the display was illuminated, pressing the trigger did not activate the suture. Also tried to remove and insert the battery several times. The intervention was completed using a second suture leaving the anvil already inserted. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 03/21/2022.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2022. D4: batch # u5e301. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage and the anvil was not received. The breakaway washer was not present. The device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed the green checkmark illuminated indicated that the device was not reset. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information: the device was sent for additional evaluation. Upon arrival to the pi lab, the device was received with staples still in pockets although the green checkmark illuminated upon insertion of the battery. During analysis, the shrouds were removed and determined that the cam and the stop switch actuator were in stop position. Hence it was determined that the device required a reset. When the device was reset using a reverse battery, it fired normally.

Manufacturer narrative:
(B)(4) date sent: 02/11/2022 additional information was requested, and the following was received: could you please clarify if was any change in the post-operative care of the patient as a result of the event? No